Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b6, h2, h6, and h11. Additional information: the customer provided patient information and tests performed during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An image was provided for review and shows a broken cable at the distal end of the instrument. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.